Manufacturer narrative:
The external percutaneous lead replacement referenced in this section was reported under medwatch MFR. Report # 2916596-2015-00196. Approximate age of device ¿ 4 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that low voltage and pump stoppage events were observed on routine interrogation of the system controller history. The patient reportedly was unaware that the pump stoppage events occurred; however, was aware of some of the low voltage alarms, and had attributed it to the white power lead of the power module patient cable. The patient¿s percutaneous lead had been previously replaced due to suspected damage, and the patient utilizes an ungrounded power module patient cable. The log file reviewed by the manufacturer¿s technical services confirmed intermittent low voltage alarms, a pump stoppage event, and low speed operation advisories. The issues appeared to be occurring when the patient was connected to the power module and on battery power. On (B)(6) 2016, it was reported that the vad team was evaluating the patient for a potential pump explant related to recovery. Reportedly, the patient had an improved ejection fraction (ef) of 40%. The patient¿s system controller was exchanged, and it was reported that the system controller that was exchanged was in ¿disrepair¿, with rescue tape on the power leads as well as significant twisting of the power leads. The ungrounded patient cable was also exchanged with a new ungrounded patient cable. The vad team advised that the pump stop noted on the log file occurred despite battery and ungrounded cable usage. The patient was discharged home. It was reported that the patient was asymptomatic. X-rays reviewed by the technical services representative revealed an area of concern on the driveline near the distal bend relief. On (B)(6) 2016, a right heart catheterization and echocardiogram were performed. Log file analysis revealed recorded voltage below the manufacture¿s specification when the lvad system was connected to the power module. On (B)(6) 2016, the patient underwent a pump exchange for suspected internal percutaneous lead fracture.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (lead) was confirmed based on the evaluation of the explanted pump. The pump was returned with the percutaneous lead severed approximately 9.5 inches from the pump housing. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Electrical continuity and high potential testing were performed on the returned 32 inch distal-end portion of the lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 9.5 inch pump-end portion of the lead revealed no continuity issues. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed a single breach in the insulations of the black and brown wires, and multiple breaches in the orange and yellow wires, in between 7 and 9 inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the compromised wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires could have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.